Manufacturer narrative:
As reported, the sealant of a 5f mynx control was deployed, but it came out of the body; therefore, the product was not available and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The sealant was dislodged from the arteriotomy but did not stick to the device. A 5f non-cordis sheath introducer was used. The device¿s storage temperature did not exceed 25°c. The patient was not thin and did not have a shallow vessel depth. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during the use of the device. The mynx vcd was prepped and used in accordance with the instructions for use (IFU) in a coronary angiogram (cag). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control. A non-sterile 5f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were fully depressed. The stopcock was found in the open position with a syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormalities were observed. Additionally, a cordis sheath was returned inserted on the device. The balloon was retracted, and the core wire was present. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed as the unit was received already deployed. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out of the body, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control was deployed, but it came out of the body; therefore, the product was not available and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The sealant was dislodged from the arteriotomy but did not stick to the device. A 5 f non-cordis sheath introducer was used. The device storage temperature did not exceed 25°c. The patient was not thin and did not have a shallow vessel depth. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. No resistance was noted during the use of the device. The mynx vcd was prepped and used in accordance with the instructions for use (IFU) in a coronary angiogram (cag). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control. The device was returned for evaluation.